Event description:
Metal hook jammed on closure device. Unable to reuse. The patient was not harmed.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.